Manufacturer narrative:
Literature citation: steritz m, ranjini nj, bazil t, et al. A case report of successful off-label neuromodulation for concurrent refractory sacroiliac pain and phantom limb in a hip disarticulation patient. A a pr. 2024;18(10):e01850. Doi:10.1213/xaa.0000000000001850. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient experienced ¿intermittent spinal cord stimulation (scs) dysfunction¿ one year after implant. The patient subsequently underwent replacement of the system with a differing manufacturer¿s system in the same pouch. The patient was lost to follow-up after the revision procedure was performed. No further complications were reported or anticipated. Additional information has been requested to determine the nature of the "dysfunction" experienced; however, no response has been received at this time. Please see the attached literature article.